Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. The xience pro a device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that after deploying an unspecified xience pro a stent, the delivery system balloon faced resistance with the deployed stent, despite the balloon being fully deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.